Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced diabetic ketoacidosis, vomiting and had high blood glucose level reported to be 457 mg/dl. When she removed her infusion set, her cannula was bent at a 90 degree angle. Subsequently, she was hospitalized and at the hospital, she was instructed to turn off the pump as she was getting insulin through intravenous route. The site location was patient's abdomen and bent cannula occurred on the first day of use. The infusion set had been in use for one day. She stayed in the hospital for a couple of days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.